Event description:
Patient was initially treated for a medial malleolar fracture on an unknown date. Postoperatively, the patient was returned to the operating room for removal of two 2.4mm cannulated screws due to patient not healing. Patient was revised to a 4.0mm cannulated screw and a 1.25mm k-wire. The procedure was successfully completed with no patient injury reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis device is an unknown screw, quantity 2. PMA#: cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.